Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not fit down the inner cannula. The complainant reported using a portex inner cannula with product number (B)(4).

Manufacturer narrative:
Received 1 used trach suction latex catheter only. Visual inspection noted no obvious defects. Dimensional evaluation was completed and found the product to be within specification. Dimensional evaluation was performed using a calibrated french gauge, measured drain to be 16 french, within specification. The customer is using the inner cannula flex d.i.c. 6.0mm ID green smiths medical (B)(4). The 6.00mm ID translates to an 18fr size, and the customer received a 14-16 french suction catheter. The reported event was unconfirmed as the product meets specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. There is no instructions for use for this product. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the inner cannula the complainant uses is green and is changed daily.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.